Event description:
The customer reported that the cannula dislodged from the infusion site. His blood glucose was at 719 mg/dl when he arrived at the hospital. He was diagnosed with diabetic ketoacidosis (dka) and hyperglycemia. He was treated with an insulin drip and was hospitalized for 2 days. The pod was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to the reported hospitalization for dka. No lot qualification records were reviewed, as the product lot number was not provided.